Event description:
It was reported to resmed that an astral device displayed an error message (sf 101) related to pressure measurement. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint and revealed an error message (sf74) related to the software. Performance testing could not reproduce the reported complaint or sf74. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the sf101 was due to contamination while the sf74 was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf 101) related to pressure measurement. There was no patient harm or serious injury reported as a result of this incident.